Manufacturer narrative:
The battery associated with this complaint has not been returned for evaluation. However, the autopulse multi-chemistry battery charger (mcc) (sn (B)(4)) used to charge this battery was returned and evaluated. The investigation of the returned mcc was performed and the root cause for the battery failure was found to be due to defective mcc bay.

Event description:
During patient use, the customer reported that the autopulse platform powered down. Per a reporter, two batteries were used during the patient call. Immediately, the crew reverted to manual CPR during the transport and the patient was successfully transferred to the hospital. No consequences or impact to patient was reported. Upon returning to the station, the platform was further tested using another battery and operated as expected with no observed issue. The platform is functional and will not be returned for evaluation. The platform was placed back in service. The customer tested batteries and both of them failed to charge in the charger and the batteries' led light is flashing red when the status button was pressed. Please see the following related MFR reports: MFR 3010617000-2020-00406 for autopulse battery2.